Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device locked up and could not be opened. The doctor had to cut the tissue to remove the device. There was no patient injury reported. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection noted excessive eschar between the jaws. The customer reported that the handle was stuck and not opening properly. The reported condition was confirmed. Functional testing found that it was difficult to unlatch the handle to open the jaws of the device. The latch would intermittently catch on the internal track but could be opened when the latch was retracted and released. This condition is consistent with the ski improperly aligned in the internal a-track. The root cause of the reported event could not be determined. If the instrument is latched for an extended period of time, the ski guide can bend. The IFU cautions the user: do not leave the handle latched for an extended period of time when the device is not in use. No trend has been identified for this failure mode.